Event description:
In 2004, this sm8b sophy adjustable pressure valve was found and confirmed to be near occluded and ventricles dilatation was observed. Therefore, the neurosurgeon removed the device. Trouble was solved by using a new valve. No injury was found to the pt due to the valve occlusion.